Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting coverage. It was noted that all contacts on the left lead had high impedances. The patient underwent a revision procedure wherein a lead was replaced and a splitter was explanted. The physician suspected that a malfunction occurred at the juncture of the splitter and the lead. The patient was doing well postoperatively.